Manufacturer narrative:
(B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and another unit was available to complete the procedure without delay.

Manufacturer narrative:
(B)(4). The following sections have been completed. The device has not been returned, therefore no product evaluation has been performed. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that there is no non-conformity. If any further information is found which would change or alter any conclusions or information, a supplemental will be performed.